Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2019. The mother stated she removed the sensor on (B)(6) 2019 due to the patient experiencing pain underneath the sensor. Upon sensor removal, the mother described redness and oozing at the insertion site. The mother stated she consulted with the patients endocrinologist (no exact date given) regarding the skin reaction and the physician did not have any recommendations. At the time of contact the patient¿s mother did not indicate if the patient was seen by the endocrinologist or contacted via phone consultation. No additional event or patient information is available. Labeling indicates: do not insert the sensor component of the g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the g5 mobile system is not approved for other sites. If placed in other areas, the g5 mobile system may not function properly.